Event description:
Customer reported an incident where the replacement pump started spinning fast (out of control) in the middle of the self test. Rec'd 80cc of fluid in 20 mins causing pt fluid overload. No blood loss was reported.